Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that over the past 2-3 weeks, they have not been able to hold their urine at all. The caller reports no falls or trauma to the area of the implant. The caller reports that they cannot increase the stim without experiencing discomfort. Reviewed options for changing programs. The caller reported that since implant, they have tried all 7. Redirected to healthcare provider (hcp) to see if they want the patient to try them again. It was reported that the patient had the ins replaced as a result of this issue.